Event description:
A caller reported a cartridge alarm 20 while using the pump during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Reportedly, customer reverted to a backup insulin pump for insulin therapy.